Event description:
We have a large supply of covid-19 antigen tests that are not working. We received them from the state of (B)(6) for (B)(6) centers. We have had quite a few malfunctions, where the control line does not show up or is very faint, or a positive result shows without the control line. The expiration date on the box is (B)(6) 2022. We are aware of the extension on the expiration date has been extended but they are not working.